Event description:
It was reported that during photoselective vaporization of the prostate the fiber life function occurred excessively and repeatedly, pausing the procedure each time. Since it was difficult to deactivate and redo the procedure many times, the device was replaced with another of the same product. The procedure was converted to a transurethral resection of the prostate (turp) since there was more bleeding than expected for the procedure and was completed successfully. The hemostasis was achieved by transurethral cauterization (tuc). Information was later provided indicating that it was thought that a combination of multiple thick-walled blood vessels and intermittent treatment caused the patient to be more prone to bleeding.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that surface was misaligned with the output window indicating a glue failure. The glass cap exhibited severe devitrification. The metal cap exhibited severe charred detritus adhesion indicating tissue contact. The fiber was tested with the hene laser fixture which confirmed there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber passed the connector segment verification test. The control knob was attached and aligned with fiber and can rotate the fiber. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damage, including misalignment with the output window due to glue failure. Based on analysis, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber life message occurred excessively and repeatedly. This resulted in pausing the procedure each time. Since it was difficult to deactivate and redo the procedure many times, the device was replaced with another fiber to continue the procedure. Eventually, the procedure was converted to a transurethral resection of the prostate (turp) since there was more bleeding than expected. The procedure was completed successfully. Hemostasis was achieved using transurethral cauterization (tuc). Information was later provided indicating that it was believed that a combination of multiple thick-walled blood vessels and intermittent treatment caused the patient to be more prone to bleeding.